Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up remotely on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was noise on the lead. No programming changes were made to the rv lead. The patient condition is unknown.

Event description:
New information received notes the patient presented to the hospital remotely for a follow-up on 6 jun 2022. During examination, the right ventricular (rv) lead had noise which led to inhibition of cardiac pacing and oversensing. No programming changes were done. The patient was in stable condition.